Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the audio did not seem to be working. The customer stated that they did an audio beep test from lowest to highest volume and failed same tone. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly.